Event description:
Litigation papers allege: on (B)(6) 2007, patient was implanted with a depuy pinnacle hip on her right side. Shortly after surgery, patient began experiencing pain in her right hip and groin. This went on for months and included swelling and deformity of the right hip. She has endured constant pain, loosening of the hip implant, dislocation of the hip implant, and bone and tissue damage. Patient is in the process of scheduling revision surgery. Update: 11/09/2011 - the sales rep reported the revision surgery. The patient was revised to address acetabular cup loosening. The cup shifted resulting in notching on the neck of the femoral stem.

Manufacturer narrative:
Update - (B)(4) 2011 - the sales rep reported the revision surgery. The patient was revised to address acetabular cup loosening. The cup shifted resulting in notching on the neck of the femoral stem. Dor: (B)(6) 2011 (part/lot numbers were identified). The devices associated with this report were not returned. A search of the complaint database found no additional reports for all of the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update - (B)(4) 2012 - medical records received and attached electronically. Records indicated a impending fracture of the stem. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges infection, loosening of stem, metal wear and metallosis.